Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific capio slim box 5 device was used during a capio open access procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the capio carrier did not retract back to throw the stitch. This occurred inside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.